Event description:
The customer reported that the device did not deliver a synchronized shock as expected. No negative patient impact was reported.

Manufacturer narrative:
The customer reported that the device did not deliver a synchronized shock as expected. No negative patient impact was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.